Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer was unable to fill the cartridge during the load sequence. Reportedly, the issue resolved and the customer successfully filled the cartridge. Customer¿s blood glucose was approximately 200 mg/dl.

Manufacturer narrative:
Issue was inadvertently reported. This is not a reportable issue.